Event description:
The patient had the trial a couple of months ago. While waiting for the surgery, the left foot had become worse: there was more swelling and redness from the reflex sympathetic dystrophy (rsd). The patient went and had the first programming (B)(6) 2015 that was set up at the time of her surgery and the manufacturer's representative was already arranged to be there from the day of surgery. It was considered a post-operative appointment. They took the bandages off, saw the nurse, and saw the manufacture representative. The patient spoke to the manufacturer's representative during the appointment (B)(6) 2015, and it just did not seem to be working like the trial did. The patient stated, ¿there was some swelling and discoloration with her foot took less time with the trial the before the trial.¿ the patient was not always feeling it, and maybe she was expecting too much on the very first day. Sometimes when the patient was walking she could feel the stimulation in her foot, and other times it was like it was not there. The patient stated maybe her foot had gotten so sensitive, and ¿not seeing things.¿ the patient adaptive stimulation was not enabled yet, but it would be later. The patient was still sore and swollen back there. The nurse was there (B)(6) 2015 as well and reviewed everything was normal that the patient was experiencing and doing. The patient stated it may be preventing her somewhat from standing up as straight as she did with the trial. The patient felt the stimulation. The patient felt she was doing higher right now with the stimulation; she could feel it going down her leg, and just was not feeling it as much in her foot. The patient had two leads, and the stimulation was going down the left leg and some into the left foot. The patient did have the right side activated to help the power in the leg. On (B)(6) 2015, the patient stated the redness and swelling seemed to be getting worse. The stimulator did not take away the redness or swelling, but was intended to take away the pain. The patient stated, ¿so there again she did not know.¿ the patient was doing the icing and being careful of bending and twisting since she was implanted with the wires. The healthcare professional (hcp) told the patient it was perfectly fine. The patient had gone back to icing. This was only the patient¿s first time of having the stimulation turned on and activated since yesterday, and had not been as active since the surgery ¿etc.¿ the patient stated she had ankle surgeries in the past, and felt worse after the surgery with her foot. The patient inquired if just having the surgery could make her feel worse. The patient stated she was told to try it for a couple of weeks instead of waiting for the next four weeks. The patient wasn¿t sure if she could go to her pain management healthcare professional (hcp) versus the surgeon. The patient was at the surgeon¿s office. The patient stated she might be impatient, and it had been a long 2.5 years of trying to get to this point with her foot. The patient stated she made the manufacturer's representative aware during her appointment. Later, a doctor was contacted but they were not aware the patient had a spinal cord stimulator (scs) implant. They did see the patient for psychology appointments. They last saw the patient in february and did not see her for pain management. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with a manufacturing representative (rep) for reprogramming at the doctor¿s office and the rep added program b. On program b, the rep had put the pulse really high so she was not able to feel the vibration, which was what she wanted. But she was wondering if she could increase the stimulation because the stimulation was not getting much relief of the ¿rsv¿ in the foot. The patient was currently on program b and wanted to know if she could increase stimulation on this program and did not want to go back to a at this time. The patient was able to use the programmer and verify stimulation was currently on. She was able to change to program a, which was set at 4.7. She was not able to feel the stimulation and increased stimulation to 5.4, which she stated was feeling better. She wanted to go back to a and she was able to do so. It was noted that the rep told her not to increase the stimulation on program b and that she should leave it at the setting the rep had put it on; program b was currently set at 4.1 the patient was shown how to change to program a so she would know how to do it over the weekend if she needed to.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was getting an MRI. The reason for the MRI was because her surgeon was thinking that something did not heal right in her ankle and maybe she should have an MRI. She was referring to a tendon surgery she had on her ankle prior to the spinal cord stimulator (scs) implant, and she still had pain after that surgery and that was why she had the scs therapy implanted. Since she had the scs implant, it had not helped her ankle pain as much as they hoped it would.